Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer reported that the ventilator touched position was misaligned. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips field service engineer (fse). The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician reported the touchscreen failed diagnostics testing and resistance measurements were out of specification. The touchscreen was confirmed to be out of alignment and could not be successfully completely calibrated.